Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a (B)(6) female patient, the device was unable to obtain ECG via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing which included continuity and ECG testing via simulator without duplicating the reported malfunction. Electrodes from retained samples of the same lot number 2018c were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No trend is associated with reports of this type.